Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the connector of the headset and the tubing, which resulted in elevated blood glucose levels of 13 mmol/l. The patient changed the headset several times and the issue continued until switching to a different lot.